Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united areb emirates. It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2025. The infusion set was in use for one day. The insertion site was abdomen. On the same day patient visted emergeny room and subsquently hospitalized due to hyperglycemia and diabetic ketoacidosis (dka). The blood glucose level was 400 mg/dl at the time of hospitalization and patient was treated with insulin pen. Duration of hospitalization was more than twenty-four hours. The patient also experienced vomiting. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008579, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 17-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6008579". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6008579 was manufactured according to the work instruction (wi) version 88 and manufactured in the machine 12 on 13-aug-2024, with a total of (B)(4) units. The sub-assembly: assembly of the lot 4g06150 was manufactured according to the wi version 27 and manufactured on 13-aug-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample from the lot have been requested. No returned samples. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No non-conformance (nc) raised during production related to complaint code, one complaint thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.